Manufacturer narrative:
Follow-up #1 (03/03/2011)-device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pins lifted high. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow up # 2/supplemental report text- 3/16/2011: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter displayed an "ER 4" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 8am. The cca was advised the patient manages his diabetes with insulin (type/amount not specified). The patient continued to take his usual dose of medication (time not clear). About 14 hours after the start of the alleged issue, the patient claimed he had a "fruity taste in his mouth." The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted it was the first time the subject meter was being tested with. The cca was unable to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.